Event description:
Customer reported that the pt presented with a wound dehiscence following appendectomy. Pt was returned to the or for surgical repair of the wound. Customer reported that at the time of the reoperation the sutures appeared to be broken with the knots intact.